Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high troponin t stat results for multiple patient samples from the cobas 6000 e 601 module. Data was only provided for one patient sample. The initial result was 1.04 ng/ml with a data flag and the automatic repeat result was 0.835 ng/ml. The result was reported outside of the laboratory. The result was questioned by the physician and the sample was repeated. The repeat result was <0.01 ng/ml on the same analyzer and on another cobas e601 analyzer. This result was believed to be correct. The patient was not treated based on the erroneous result as the physician immediately called and questioned it. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. The customer stated the qc results were in range and calibration passed prior to the event. The customer declined a service visit and refused to provided further information. Therefore, the investigation was unable to find a definitive root cause.